Event description:
It was reported that while using bd bacto¿ agar atypical growth was observed by the laboratory personnel. This could lead to treatment of a patient with a less tolerated antibiotic which can lead to serious adverse effects. There was no indication that results were reported out and there was no report of patient impact.

Manufacturer narrative:
Investigation: the complaint investigation included a review of the batch history record. The batch history record review indicated no discrepancies. All release testing was satisfactory. Release testing consists of dehydrated medium appearance, solubility, solution appearance, ph, loss on drying, ash, calcium, magnesium, melting point, gelation point, residual solvents, and growth performance with organisms specified on the bd certificate of analysis. The complaint trends were reviewed for a period covering 12 months. During this time, there have been no other confirmed complaints on this product. No information was provided as to what growth issues the customer was having. Per a follow up email ¿the customer has stated that they do not wish to log this as a customer complaint, however wanted to know if bd had received or knew about any issues with this media from other customers or not.¿

Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. (B)(4). Multiple lot numbers: there were multiple lot numbers reported to be involved. The information for each lot number is as follows: medical device lot #: 9211130, medical device expiration date: 2024-05-31, device manufacture date: 2019-07-30. Medical device lot #: 0042227, medical device expiration date: 2024-12-31, device manufacture date: 2020-02-11.

Event description:
It was reported that while using bd bacto¿ agar atypical growth was observed by the laboratory personnel. This could lead to treatment of a patient with a less tolerated antibiotic which can lead to serious adverse effects. There was no indication that results were reported out and there was no report of patient impact.